Event description:
Description of event according to initial reporter: a 52-year-old female patient underwent an unspecified procedure in which the cook celect platinum navalign jugular vena cava filter set, g34309, was used. The filter punctured through to distal end of the sheath before they were ready to deploy. The case was able to be completed once the faulty device was removed and a new device was opened. Patient outcome: the complainant did not report any adverse effects to the patient due to this occurrence.

Manufacturer narrative:
Manufacturers ref# (B)(4). D3) denmark g1) denmark investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). After investigation the event is no longer considered reportable to FDA, as the malfunction is not likely to cause or contribute to death or serious injury if the malfunction were to recur. Summary of investigational findings: the filter punctured the sheath during advancement from jugular approach. The faulty device was removed, and another filter was successfully placed. The blue introducer sheath, the introducer dilator, and the jugular filter introducer with loaded filter inside the protection sheath were returned. On the blue sheath a crack was noted 2-22mm from the hub, as if a filter leg had penetrated from inside. Several kinks were noted on the protection sheath and the filter exposed from the tip. Based on the investigation findings the exact reason for the filter to puncture the sheath cannot be determined, but the puncture as well as the kinked protection sheath suggest an angled position when advancing the filter and the filter introducer into the sheath. If the sheath had kinked prior to advancing the filter, the filter legs would be prone to exceed the sheath wall during advancement. It is assessed that because no non-conformances were detected there is evidence that the device was manufactured in compliance with procedures and according to specifications. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming products exist in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.